Event description:
It was reported that the asymptomatic patient presented to the hospital with their pulse generator exhibiting a premature end of service indicator. The patient had recently been exposed to electrocautery. After a software download, normal device functionality resumed. The patient would continue to be monitored.